Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was one power on reset (por) for critical ram parity error on 2013 (B)(4). There was one patient alert for device circuit error on 2013 (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that a power on reset (por) was indicated during scheduled followup. It was also reported, the device seems to work properly after por. No reason was found for event. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 694965 serial# (B)(4), implanted: 2006 (B)(6). (B)(4).